Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter was analyzed. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The homeostasis valve was slit and appeared to not have a hole at the distal end. The analyst noted that spiral slitting was observed with the delivery catheter. The spiral slitting led to the catheter being broken into two pieces at 60.5 cm from the hub. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter was analyzed. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The analyst noted that spiral slitting was observed with the delivery catheter. The spiral slitting led to the catheter being broken into two pieces at 60.5 cm from the hub. Corrections: eval code-conclusion; product event summary: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the catheter snapped, and the distal portion of the catheter remained on the left ventricular (lv) lead during slitting. The physician eventually managed to remove this using iris scissors. The catheter was removed. The lead remains in use with no damage. No patient complications have been reported as a result of this event.